Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. It was also reported that an occlusion alarm occurred. This issue was resolved by the time of the call therefore no troubleshooting could be performed. Customer's blood glucose level was 243-244 mg/dl.